Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: event date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with black solid foreign matter. The foreign material was unable to be identified. There were no signs of deformation or damage to the nozzle. The user performed reprocessing according to french standards and IFU. No deviation from IFU was observed. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where the bending section cover glue is white clouded and worn out, one light guide rod lens is cracked, connecting tube is collapsed at 26cm from the distal end, angulations are out of specification, and neither air nor water at the output of this endoscope was observed due to a clogged nozzle. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope had an aspiration problem. Inspection and testing of the returned device found the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.